Event description:
A user facility reported a surgeon stated the pt experienced corneal opacification during cataract surgery. The surgeon was able to complete the surgery but performed an extracapsularhexis. The reporter feels the opacification may be associated with the user facility's refrigeration process for this product. The pt experienced some inflammation and a slower recovery. The pt is reported to be fine at this time.